Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in removing the cartridge, inspecting the o-ring, cleaning the pneumatic tap area, and ensured the cartridge was properly attached and loaded onto the pump. Ultimately, the customer loaded a new cartridge to resolve issue.